Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient got cdiff and a (B)(6)infection where the pump was implanted so it was removed in (B)(6) 2016. The patient had a severe allergic reaction to the infection medication. The patient said she got decent pain relief from the pain pump. The pump helped with the pain from the knee down. The patient asked for financial assistance with getting a new pump. No further complications were expected or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cdiff and staph infection had been resolved and the patient's weight at the time of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-04. It was reported that the hcp did not know if the explanted pump was returned for analysis.